Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient did not like the his tactra malleable penile prosthesis because it would not bed or conceal. An inflatable penile prosthesis (ipp) was implanted. There were no patient complications.